Manufacturer narrative:
Patient indicates disfigurement requiring surgery to resolve after off-label bellafill dermal filler injections under the eyes. B3 - date of event: unknown. Patient indicated disfigurement requiring surgery to resolve on (B)(6) 2023. D6b - explant date: date of surgery, if any, is unknown. Bellafill injector/provider: dr.(B)(6). - discussions with the injecting office indicate they were not aware of the patient's issues, but state the patient is welcome to come back to them for a follow up. This was relayed to the patient. - patient has declined to return to the injector for follow up as she no longer lives in atlanta. She has not responded to question on whether she is seeing another provider. Manufacturing records from lot f151009 were reviewed with no issues noted. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient indicates disfigurement requiring surgery to resolve after off-label bellafill dermal filler injections under the eyes.